Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported his blood glucose, carbohydrate intake and insulin history. The pod was activated and he noticed the cannula was bent sideways. He was able to activate a new pod.